Event description:
It was reported that a patient underwent an unknown procedure with cage implantation. It was noted that the "cage is unscrewed and has thread damage". No further details are known at this time.

Manufacturer narrative:
These reports are being submitted as a part of a retrospective review, after acquisition of amt by medtronic. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.